Manufacturer narrative:
The device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2019, the depth gauge for locking screws was discovered broken during inspection. There was no patient involvement and no additional information is available. This report is for one (1) depth gauge for locking screws to 100mm for im nails. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. The depth gauge for locking screws to 100mm for im nails (p/n: 03.010.072, lot number: 4818457) was received at us cq. Upon visual inspection, no damage or defects are observed. This complaint is not confirmed as the device has no defect found. No definitive root cause could be determined based on the provided information. No new, unique or different patient harms were identified as a result of this evaluation. There was no indication that a design or manufacturing issue contributed to the complaint. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities device history lot: part number 03.010.072, lot number: 4818457, date of manufacture: 11-02-2004, place of manufacture: brandywine plant. Part expiration date: n/a (nonsterile). The device history record(s) showed that there were no nonconformances or issues during the manufacture of the product that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.